Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on december 21, 2018. The patient developed a pseudoaneurysm 24-48 hours following the cerebral angiogram. The patient received a thrombin injection. There was no blood loss.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 8fr angio-seal device was used with no complications. It was an 8fr sheath access for brachiocephalic stent placement. Twenty-four hours later, the patient used the restroom and when returned to bed, felt a sudden pain in the groin. A hematoma had formed that required intervention by the vascular surgeon who dissected the hematoma. The patient was in reported to be in stable condition, and was expected to recover normally. The procedure was completed as normal. Additional information was received on (B)(4) 2018. Hemostasis was achieved with the initial placement of the angio-seal device. A pre-deployment angiogram was performed and looked good, caudal to the ligament. Blood loss was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.